Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. Corrected d4 catalog number. Added a concomitant device. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the low pump flow issue was most likely related to patient condition, including hypovolemia and major bleeding, based on clinical details. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
A5 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the aorta in a 54-year-old male patient with a past medical history of coronary artery disease (cad), hypertension, diabetes, and hyperlipidemia, presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: low ejection fraction (ef) coronary artery bypass graft (CABG) x 4. During the procedure, there was dehiscence of the graft from the ascending aorta with massive bleeding, requiring cardiopulmonary bypass run and transition to extracorporeal membrane oxygenation (ECMO). The aorta was repaired with a bovine patch. Six days after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-8 at 4.0l/min as intended. High-risk surgeries require intense blood thinners, increasing the risk of bleeding. Bleeding is also a known risk due to the impella's anticoagulation and purge requirements. Vascular injury is a known adverse event and may be influenced by device-related, patient-specific factors, and/or user technique.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error. H6: per a review of the complaint file, omitted code a150202.